Manufacturer narrative:
The sample is not available for evaluation. The device history record for the lot number, m6320t503, involved in this complaint was reviewed and the material was produced according to the manufacturing procedures and met the quality requirements. Root cause could not be determined. All information reasonably known as of (B)(6) 2017 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by halyard health represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to halyard health. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4). Device not returned.

Event description:
Halyard received a single report that referenced four different incidences, which were associated with separate units involving four different patients. This is the second of four reports. Refer to 8030647-2017-00044 for the first patient. Refer to 8030647-2017-00046 for the third patient. Refer to 8030647-2017-00047 for the fourth patient. It was reported that there were a few inline closed suction catheters for neonates break where it is in the tube on a scored line. There were two catheters where this incident occurred the week of (B)(6) 2017 and one other incident where the date is unknown. There was no reports of patient injury or medical intervention. No additional information received.